Manufacturer narrative:
Continued e.1 postal code: (B)(6).

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 13/apr/2024.

Event description:
Physician reported right side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9,h6 visual analysis of the photographs identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side deflation. Device has been explanted.